Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump was received with a cracked reservoir tube lip, scratched reservoir tube window, and minor scratches on the display window.

Event description:
It was reported that the customer passed away on (B)(6) 2014. The cause of death was stated as renal failure and cardiac issues. The customer had not used his insulin pump since (B)(6) 2014. The insulin pump was requested back for analysis. No additional information was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because our original device evaluation was submitted before the device testing was completed. The additional test results can be found in this section. The insulin pump passed the delivery volume accuracy test.